Event description:
It was reported that approximately 10 years prior to the report the patient had developed an inflammatory mass around the catheter at the distal tip of the catheter. The pump and partial catheter were removed at that time and the patient now developed an infection. The drug delivered by the device system was unknown. It was later reported that when the pump and catheter were explanted part of the catheter was left in the patient. The doctor saw a granuloma and thought it was infected. The doctor wanted to know whether to remove the granuloma/catheter. It was later reported that the patient did not have any current implants. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1999, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was later reported that the patient had been septic. A culture had been performed and determined the organism to be (B)(6). The patient had an increase in usual pain as well as new or different sensory complaints orparesthesias. The inflammatory mass was diagnosed via MRI. There was also determined to be a calcified mass that likely arose from traumatic injury as well as a scar. The calcified mass was not densely adherent to the mass. The catheter was explanted as well as the mass removed on (B)(6) 2013. The pump had delivered morphine.